Event description:
This patient has a history of meniere's disease and bilateral labrynthectomies. The patient reports severe dizziness and fluctuating hearing to the point patient is unable to use their implant.